Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient felt a shocking and burning sensation in the left butt cheek beginning in (B)(6) 2015. The patient had uncomfortable stimulation due a gradual change in symptoms. The patient received a new programmer, so they did not have access to their other programs. The patient's therapy was on and decreasing the amplitude resolved the uncomfortable stimulation. The patient was able to turn stimulation down and wasn't feeling anything. The indication for use for this patient was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
A patient reported they were having pain and discomfort in the butt cheek. The patient noted she had been diagnosed with a urinary tract infection around the time it began, as well as having blood in the urine. The patient stated she was given antibiotics for it. The patient stated she recently went to the hospital for pain and it was determined she had kidney stones. The patient stated that stimulation had been uncomfortable in her leg. The patient mentioned she was having leaking, pressure, and she couldnt sleep from that at the same time. The patient noted it was ongoing. The patient mentioned that her managing healthcare professional (hcp) did not take her insurance, but she had recently changed to take it again, however the patient stated they were requiring a referral. The patient reported the implantable neurostimulator (ins) was on at 1.2 v (no additional programs). The patient lowered stimulation to 0.5 v then turned the ins off. The patient is implanted for gastrointestinal/pelvic floor.